Event description:
Procedure type: gyn. According to the reporter: the balloon burst during the procedure. The pieces were retrieved without harm to the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.